Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of an umbilical hernia, a ventralex mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to explant the previous placed ventralex mesh, lysis of adhesions and perform a recurrence repair. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with umbilical hernia and underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the patient was noted to have a large, chronically incarcerated hernia which appeared to have omental fat and was excised. Ventralex mesh was inserted through the hernia defect and sutured.¿. (B)(6) 2016 - patient was diagnosed with recurrent umbilical hernia and underwent laparoscopic repair with implant of synthetic mesh. Per operative notes, ¿there were dense adhesions and a large amount of omentum adhered into the hernia site. The mesh from the umbilicus was folded. The umbilical hernia was exposed to the abdomen, the mesh (ventralex mesh) was removed and pulled from the abdomen. Synthetic mesh was placed in the abdomen.¿. Attorney alleges that the patient had adhesions, mesh migration, pain, hernia recurrence, emotional injuries and mesh removal.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced adhesions, recurrence and permanent injury. At this time, with the information provided it is unclear if the adhesions experienced were adhesions directly related to the mesh. In regards to recurrence and adhesions, both are listed as known possible adverse reactions in the instructions-for-use. While it was alleged that the patient suffered permanent injury, with the information provided, an assessment into the allegation of permanent injury could not be made at this time. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the information provided, there is no change to the initial determination, no conclusion can be made. Per the operative notes, "the mesh from the umbilicus was folded". Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced adhesions, recurrence and permanent injury. At this time, with the information provided it is unclear if the adhesions experienced were adhesions directly related to the mesh. In regards to recurrence and adhesions, both are listed as known possible adverse reactions in the instructions-for-use. While it was alleged that the patient suffered permanent injury, with the information provided, an assessment into the allegation of permanent injury could not be made at this time. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted..

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of an umbilical hernia, a ventralex mesh was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to explant the previous placed ventralex mesh, lysis of adhesions and perform a recurrence repair. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.